Event description:
Customer reported issues with the current tandem pump, specifically difficulty detecting the insulin amount in the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer declined a follow up call to troubleshoot the issue.